Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient who was treated on (B)(6) 2020 to the bra roll/back fat area using the cooladvantage curve applicator and has presented with paradoxical hyperplasia.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported a patient who was treated on (B)(6) 2020 to the bra roll/back fat area using the cooladvantage curve applicator and has presented with paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular and arms on (B)(6) 2020 using the cooladvantage applicator with coolcurve and coolfit contours and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.